Manufacturer narrative:
(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an anterior communicating artery aneurysm measuring 3x4mm in diameter, a 2mm x 3cm galaxy g3 mini (glm920030/l13933) was advanced a few millimeters into the aneurysm, but the physician was not able to advance the coil any further. He then attempted to pull the coil back into the sl-10 (stryker) microcatheter; however, the coil did not appear to be moving back. As he continued to attempt to withdraw the coil back into the microcatheter, the coil remained stationary and the detachment marker on the device positioning unit (dpu) could then be seen to pull back. It appeared that the coil and dpu were separated with most of the embolic coil inside of the microcatheter, but the distal part of the embolic coil was still inside the aneurysm. During an attempt to pull the coil out of the aneurysm (by pulling back on the microcatheter), the coil appeared to stretch with the distal portion stuck inside the aneurysm and the proximal portion within the microcatheter. Further manipulation forward and backward with the microcatheter was unsuccessful. The microcatheter was, therefore, pulled back and the coil appeared to stretch further, and it then appeared to separate/snap apart from the main bulk of the coil (which was still inside the microcatheter). A tail of the coil was left in the vessel protruding out from the aneurysm. The microcatheter used to deliver the coil was removed from the patient with the dpu for examination. The dpu was removed from inside the microcatheter. As the operator wanted to establish if coil was still inside the microcatheter, he flushed the catheter and a coil segment exited the microcatheter from its distal end. An attempt was made to snare the stretched element of coil tail left protruding out of the aneurysm, but it was not possible to advance the snare into position. Competitor coils were used with a second microcatheter to pack the aneurysm and the tail of the stretched coil was left protruding out of the aneurysm; this appeared to sit at the end of the procedure into the right middle cerebral artery (mca). No patient complications have occurred as a result of the event. The first coil used in the case was a 3mm x 8cm galaxy g3 mini (glm930080/l13448) and the coil was deployed without incident. It was stated that the initial access to the aneurysm was challenging due to tortuous vessels. The microcatheter and dpu were retrieved and kept for return; however, at the conclusion of the case it was not clear if the coil segment flushed from within the microcatheter was able to be located. Additional information received on 19-jul-2019 indicated that the coil appeared to separate at the detachment zone of the dpu at first but then the coil stretched and separated into two sections (one still within the microcatheter and the other partly still in the aneurysm). The segment of coil left within the patient was seen on final imaging to be protruding from the aneurysm (distal end) with the proximal end thought to be in the right mca. The aneurysm was embolized with competitor coils and the case was concluded. The surgery was delayed approximately 20 minutes due to the event; however, the delay was not considered clinically significant. No follow-up interventions are planned; however, routine follow-up imaging will be conducted. It was reported that the device was used and prepped according to the instructions for use (IFU) and excessive force had not been applied to the device. The device was inspected for damage prior to use and no anomalies were observed. The concomitant devices functioned as expected. The operative note and procedural imaging have been requested from the customer but have not yet been received. Additional information received on 07-aug-2019 indicated that coil entanglement with previously placed coils is plausible; however, no firm conclusions have been reached. A non-sterile unit galaxy g3 mini 2mm x 3cm and microcatheter sl-10 (non-johnson & johnson product) were received inside of a pouch. It was noted dry blood residues inside the hub of the microcatheter sl-10. The galaxy g3 mini 2mm x 3cm was inspected and the results are shown below: the hub was inspected, and no damages was noted on it. The dpu was inspected and it was found kinked at 10 cm and 187 cm. Also, the marker band was found at 38 cm from hub, and it was found within specification. The re-sheathing tool was inspected, and it was found in good normal conditions. The introducer was inspected, and it was found unzipped in good normal conditions. The v-notch was inspected under microscope and it was found in normal good condition. The rh was inspected under microscope and it was found in good normal conditions. As well as the rh was heated. The embolic coil was not returned for evaluation with the device. The functional analysis could not be performed due the embolic coil was not returned for evaluation with the device. A manufacturing record evaluation was performed for the finished device l13933 number, and no non-conformances related to the reported complaint condition were identified. The complaints reported by the customer ¿coil - unraveled/stretched-in microcatheter¿ , ¿coil - premature detachment-in mc during removal¿ ,¿coil - protrusion into parent vessel¿, ¿coil - separated-in patient¿ and ¿coil - withdrawal difficulty-into microcatheter¿ could not be evaluated because it is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab, also the embolic coil was not returned for evaluation with the device. The complaint reported by the customer ¿detachable coil delivery system (dcs) - impeded in microcatheter with loss of cerebral target position¿ could not be evaluated since the microcatheter using during the procedure it¿s a sl-10 (non-johnson & johnson product), however dry blood residues was observed inside the hub of the sl-10 microcatheter, this could be contributed to the failures reported by the costumer, however it cannot be conclusively determined. Neither the analysis nor the mre suggest that the failures reported by the costumer could be related to the manufacturing process. Coil impeded, withdrawal difficulty, unraveled/stretched, premature detachment, separated, and protrusion into parent vessel are known potential complications associated with the use of the device and in coil embolization procedures. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. The IFU also cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. The microcoil system should be gently removed. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without procedural imaging; however, it is possible that clinical and procedural factors, including aneurysm/vessel characteristics, device manipulation, and device interaction, may have contributed. The premature detachment, unraveling/stretching, separation, and protrusion into the parent vessel during attempted withdrawal of the device may have been related to the coil becoming anchored to the previously implanted coil or the aneurysm resulting in stretching and detachment during attempt to withdraw the coil against resistance. Coil protrusion may necessitate coil retrieval or stent deployment in the parent artery; however, in this case, it appears that the snare catheter could not be advanced into position and no further intervention was conducted to secure the protruded coil to the vessel wall. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during a coil embolization of an anterior communicating artery aneurysm measuring 3x4mm in diameter, a 2mm x 3cm galaxy g3 mini (glm920030/l13933) was advanced a few millimeters into the aneurysm, but the physician was not able to advance the coil any further. He then attempted to pull the coil back into the sl-10 (stryker) microcatheter; however, the coil did not appear to be moving back. As he continued to attempt to withdraw the coil back into the microcatheter, the coil remained stationary and the detachment marker on the device positioning unit (dpu) could then be seen to pull back. It appeared that the coil and dpu were separated with most of the embolic coil inside of the microcatheter, but the distal part of the embolic coil was still inside the aneurysm. During an attempt to pull the coil out of the aneurysm (by pulling back on the microcatheter), the coil appeared to stretch with the distal portion stuck inside the aneurysm and the proximal portion within the microcatheter. Further manipulation forward and backward with the microcatheter was unsuccessful. The microcatheter was, therefore, pulled back and the coil appeared to stretch further, and it then appeared to separate/snap apart from the main bulk of the coil (which was still inside the microcatheter). A tail of the coil was left in the vessel protruding out from the aneurysm. The microcatheter used to deliver the coil was removed from the patient with the dpu for examination. The dpu was removed from inside the microcatheter. As the operator wanted to establish if coil was still inside the microcatheter, he flushed the catheter and a coil segment exited the microcatheter from its distal end. An attempt was made to snare the stretched element of coil tail left protruding out of the aneurysm, but it was not possible to advance the snare into position. Competitor coils were used with a second microcatheter to pack the aneurysm and the tail of the stretched coil was left protruding out of the aneurysm; this appeared to sit at the end of the procedure into the right middle cerebral artery (mca). No patient complications have occurred as a result of the event. The first coil used in the case was a 3mm x 8cm galaxy g3 mini (glm930080/l13448) and the coil was deployed without incident. It was stated that the initial access to the aneurysm was challenging due to tortuous vessels. The microcatheter and dpu were retrieved and kept for return; however, at the conclusion of the case it was not clear if the coil segment flushed from within the microcatheter was able to be located.

Manufacturer narrative:
(B)(4). Based on the additional information received, no coil migation occured. Section b5: additional information received indicated that the segment of the coil left within the patient was on final imaging seen protruding from the aneurysm (distal end) with the proximal end thought to be in the right mca. It appeared that the coil separated at the detachment zone first (from the dpu), but then the coil stretched and appears to have broken into two sections (one still within the microcatheter, the other partly still in the aneurysm). There was no excessive force applied to the device. The concomitant devices function as expected. The procedure was completed by the aneurysm being embolized with competitor¿s coils, as was intended at the start. No additional follow up intervention was required. The patient will have routine follow up imaging. The device was used and prepped as per the instructions for use. Routine steps were undertaken in preparation for the coil¿s use, but nothing was noted as being different or wrong. The events prolonged the procedure by approximately 20 minutes. The physician does not feel the prolongation of the procedure was clinically significant. The physician confirmed that there is a possibility that entanglement with previously placed/implanted coils may have contributed to the event, however is not entirely clear if this is the main factor. Multiple possibilities were explored; no firm conclusions has been reached. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.